Event description:
Subsequent to the initial filed MDR, returned goods analysis revealed that the guide wire tip coils were stretched and offset, but not split or separated. The proximal yellow guide wire identifier was found to be torn. Additional information received indicates that the yellow identifier was intentionally torn by the healthcare practitioner in an attempt to remove the indicator, and that the guide wire itself did not split or separate. The guide wire had been introduced into the patient anatomy, but the yellow identifier located on the proximal end of the guide wire did not enter the patient anatomy. No additional information was provided.

Event description:
It was reported that prior to the procedure, while shaping the bmw elite guide wire tip with an unspecified introducer, the wire split into two. The introducer reportedly had no sharp edges. The bmw was not used in the patient. A bmw universal ii was used to complete the procedure. There was no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The tear in the guide wire identifier was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.